Event description:
A surgeon reported a pt whose intraocular lens (iop) was implanted in 2001. The pt presented experiencing blurry vision. The pt reported that his visual acuity had been decreasing. Upon examination, the surgeon noted there was opacity of the iol. The surgeon performed an iol exchange. The surgeon reported the pt had a history of retinal degeneration. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).